Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer was advised to replace supplies and use a new cartridge, the customer successfully completed the bolus and resumed insulin therapy.